Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was found to have lost consciousness due to hypoglycemia. The patient's blood glucose levels decreased to an unknown level while wearing the pod between 24 and 36 hours. The patient reported he was sleeping and when he woke up and got out of bed, he fell due to losing consciousness. He stated he hit his leg and chest when he fell. The patient's spouse heard him fall and administered baqsimi nasal glucagon.